Manufacturer narrative:
Additional information: lot number of product ID: bi71000469 updated to rev. 4 : s/n (B)(6) the hv tank was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The hv tank failed bench testing. Opens were found and low resistance was measured. Analysis found that the reported event was related to an electrical issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information) initial reporter information provided. G3 correction) "foreign" (new zealand) is also an applicable report source. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000469, serial/lot #: (B)(4). Initial reporter name unavailable at the time of filing. A medtronic representative went to the site to test/troubleshoot the system. Testing revealed that a generator error code 40 was present during high voltage (hv) tests resulting in termination of x-rays. The image acquisition system (ias) would not fire above 80kvp. Touch points were probed with an oscilloscope and the error was identified as being the hv tank and not the generator control board. There was a kv imbalance between the anode and cathode occuring at kvs higher than 80kv. The hv tank was replaced to resolve the issue. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system had been tested by a physicist who reported in his testing that the image acquisition system (ias) terminated x-ray during high kv tests (over 100kv). The system had last been used on a patient one week prior with no faults occurring. It was indicated that it appeared the control board was erroneously detecting a voltage imbalance on the tube and triggering shut down, but it was then determined that the high voltage (hv) tank was the root cause of the issue and the control board was not at fault. There was no patient involvement in this event.